Manufacturer narrative:
Based on the limited information provided at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions is listed in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw5062433): "bard composix e/x mesh (lot # 43fpd274). My wife had hernia repair surgery in 2007 and was implanted with a bard composix e/x mesh on her right abdominal side. Since she had the surgery she has had multiple upon multiple bowel obstructions over the years, of which included 4-5 hospital visits. One that lasted 8 days. Another that lasted about 4-5 days, and the most recent, (B)(6) 2015) she was admitted with the worst bowel obstruction yet, 2 days later the doctors decide to go in and remove the bard composix e/x mesh which had contracted inside her and adhered to her small bowel in which the doctor had to do a small bowel resection as well to free up her bowel from the mesh. Notably, this most recent bowel obstruction was not improving after about a 48 hour period and her stomach/abdomen was getting harder and harder."

Manufacturer narrative:
Addendum to previous information. A legal complaint has been received providing a date of implant (B)(6) 2006; therefore, this supplemental emdr is being sent to correct the date of implant. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported on (B)(6) 2016: the following was reported to davol via maude event report (mw5062433): "bard composix e/x mesh (lot # 43fpd274). My wife had hernia repair surgery in 2007 and was implanted with a bard composix e/x mesh on her right abdominal side. Since she had the surgery she has had multiple upon multiple bowel obstructions over the years, of which included 4-5 hospital visits. One that lasted 8 days. Another that lasted about 4-5 days, and the most recent, (B)(6) 2015) she was admitted with the worst bowel obstruction yet, 2 days later the doctors decide to go in an remove the bard composix e/x mesh which had contracted inside her and adhered to her small bowel in which the doctor had to do a small bowel resection as well to free up her bowel from the mesh. Notably, this most recent bowel obstruction was not improving after about a 48 hour period and her stomach/abdomen was getting harder and harder." Addendum based on additional information provided by patients attorney per legal complaint: 07/25/2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."